Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for investigation. During the evaluation, the reported malfunction was reproduced and the root cause was identified to be non-conforming soldering joints on an internal board. The board will be replaced before returning the device to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump on the arterial line stopped and the display went white during priming. There was no patient involvement.